Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was shooting and squirting dripping out of cannula slower rewinds. Customer reports moisture damage to the insulin pump from cracks and buttons was also sticking. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, self-test and displacement test. No rewind or back light anomaly noted during testing. Device had minor scratched lcd window. No moisture damage on electronic assembly during visual inspection.